Manufacturer narrative:
Device has not been evaluated by stryker service tech. Device not evaluated. A follow-up will be submitted with results after tech conducts on-site eval of product.

Event description:
It was reported that the aluminum at the pivot points on the foot section were separating and the foot section was not locking properly. It was alleged that a caregiver fell and was bruised/sore; however, no medical attention was required.